Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d154vrc, implantable cardioverter defibrillator, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the right ventricular (rv) lead high voltage impedances exhibited a downward trend. The rv lead remains in use and replacement is planned. No patient complications have been reported as a result of this event.